Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent knee revision approximately one year post-implantation due to pain and locking bar backing out. The locking bar and tibial bearing were revised.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A tibial bearing and locking bar were returned for evaluation. Scratches were found on the superior, inferior, and anterior surfaces of the locking bar consistent with being inserted into the locking bar slot. The tibial bearing has a gouge in the superior surface possibly caused by explanting the implant. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Analysis of the locking bar determined that the contact marks on the device are consistent with the locking bar not being fully engaged as the marks did not extend past the corner relief feature. However, it can not be confirmed that the locking bar was incorrectly inserted and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.